Manufacturer narrative:
Device evaluation summary: the customer evaluated the ventilator but could not reproduce reported issue. The customer identified a relevant diagnostic code, referenced service manual and replaced the inspiratory module printed circuit board assembly as a precaution. The ventilator passed all testing and ran on test lung for 16 hours. If the replaced part is returned for failure of investigation, a supplemental med watch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient and while draining water from the circuit, the 840 ventilator went into an inoperable condition and stopped delivering breaths. The patient was removed from the ventilator and manually ventilated via an ambu bag before being placed on an alternate ventilator with no harm or injury.